Manufacturer narrative:
Date received by manufacturer, corrected data: the date received by MFR received date was inadvertently provided incorrectly in correction follow-up report #01. The received date for follow-up report #01 was 05/30/2016.

Event description:
It was reported that a vns patient was deceased. The cause of death and the date of death are not known to-date. Additional relevant information has not been received to-date.